Event description:
The hosp reported they noticed fluid leaking out of the distal end of the endoscope when it was removed from their washer/disinfector. However, the hosp reported no ill pts were identified at the current time and no pts were being treated as a result of their procedures.